Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused congestive heart failure, oxygen levels dropping and gasping for air. The patient did report to receive medical intervention and had a shunt placed in the heart. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused difficulty breathing/short of breath, device will not turn on/device not functioning, congestive heart failure, oxygen levels dropping and gasping for air. The patient did report to receive medical intervention and had a shunt placed in the heart. Section b5 has been corrected and should be reported as: the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused difficulty breathing/short of breath, device will not turn on/device not functioning, congestive heart failure, oxygen levels dropping and gasping for air. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.